Event description:
Event description guidant received information that a this implantable cardioverter defibrillator (ICD) reached an elective replacement indicator (eri) 7 months prior to the patient presenting at the hospital. The patient was lost to follow up and has received shocks for atrial fibrillation (af). The shocks do not break the af and is accelerating the ventricular rhythm.